Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer went through the fill cannula step and was able to resume insulin therapy.